Event description:
Customer reported that when they connected the reservoir to the insulin vial the pressure shot back into the reservoir and made the plunger come off. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.